Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultramini meter was displaying an apply sample message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue first began at 5.45 am on (B)(6) 2018. The patient stated that she manages her diabetes with oral medication, diet and exercise, and that she made no changes to her normal diabetes regimen in response to the alleged issue. The patient alleged that approximately 2 minutes after the product issue began, she developed symptoms of ¿felt shaky¿. She denies receiving or requiring any treatment in response to the alleged issue. During troubleshooting the csr noted this was the first time the product was being used, and that the patient had been using correct testing steps, and the correct strips were being used. The csr noted that the test strip did completely draw in the sample. The csr walked through a retest with the patient and the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.